Event description:
An orthofix procallus fixator was applied to pt to treat a tibial pilon fracture. After application (not specified when) the fixator broke while on pt. No further surgical intervention was required.